Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical (B)(6) (omsi). As a result of the evaluation, the following was confirmed. -foreign matter was adhered to the forceps elevator. -the remote switch was discolored. -the switch cable and the flexible printed circuits of the switch were corroded by water leakage. -the electrical connector was corroded by the infiltration of water. Based on the evaluation results, olympus medical systems corp. (Omsc) determined, that the endoscope, that was improperly or insufficiently reprocessed may have been used for the patient. Omsc confirmed, the result of the device evaluation, but could not identify any defects that could affect the occurrence of the reported event. The similar event has occurred, in the past at the user facility. The exact cause of the reported event could not be conclusively determined. However, based on the past similar cases, the reported event may have been caused by improper reprocessing by the user. The instruction manual states, the brushing method around the forceps elevator. In addition, it states, that the endoscope should be cleaned immediately after each procedure. As a result, omsc determined, that the user was able to prevent the reported event from occurring. Device history record (DHR) review, indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
While preparing for endoscopic retrograde cholangiopancreatography, the user found that the remote switches did not work and contacted olympus for repair. An olympus field service engineer visited the user facility, checked the device, and found the same issue and the front panel of the olympus video system center cv-150 connected to the device did not respond. In addition, the same issue was found when using the device in combination with the olympus asset cv-150. The device was evaluated at omsi. As a result of the evaluation, the following was confirmed. -the universal cord and remote switch were damaged. -the phenomenon reported by the user could not be reproduced. -there was evidence of flooding inside the device. The evaluation is still in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus medical systems (B)(4) and found that foreign material was adhered to the groove or gap at the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.